Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered packaging issues. Upon opening the 14fr introducer kit, moisture was noted inside of the clear plastic sheath protector. Doctor was concerned and another 14fr sheath kit was obtained from another impella kit. Prior to opening that introducer set, moisture was noted in that kit as well in the same clear protector. An intra-aortic balloon pump (iabp) was placed in the patient and hospital team was reluctant to use the impellas until documentation and/or replacement catheters were provided. There was no patient harm as a result of delay in placement.